Event description:
The following information was provided to terumo cardiovascular systems, on (B)(6) 2013, by the certified clinical perfusionist at (B)(6) medical center. A male neonatal patient, born on (B)(6) 2013, was scheduled for surgery on (B)(6) 2013. The cardiopulmonary bypass (cpb) circuit was prepared and primed as normal and without incident. Upon initiation of cpb, the arterial line pressure and measured flow rate were not appropriate to the pump speed. There was an indication of obstruction to blood flow in the cpb circuit. The clinical team re-checked the roller pump and shunt lines for anomalies, but a cause of the obstruction could not be identified. The patient was cooled, the aorta was cross-clamped, and cardioplegia was delivered. The surgical team proceeded with the procedure as planned. It was upon removal of the cross-clamp and subsequent rewarming of the patient when the clinical team elected to replace the rx05 oxygenator with another (rx050 unit). The time off cpb was approximately 30 seconds, and no blood loss occurred due to this event. The patient was weaned from cpb without mechanical assistance and transferred to the intensive care unit. As of (B)(6) 2013 (10 days post surgery), the patient was still hospitalized. There is no indication of patient harm due to this incident.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).